Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings of "60's mg/dl" on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and had contact with a non-healthcare professional (spouse) who provided muffins for treatment. Subsequently, the customer's spouse replaced the adc device on the customer and obtained a reading of 250 mg/dl on the new adc device and administered 4 units of novalog insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.